Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. During the external visual inspection of the returned cycler, physical damage was noted on the heater tray (paint). There were visual indications of dried fluid within the cassette compartment on the pump. There were also visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. The cycler underwent and passed a voltage verification check, a catch post hipot test, a patient post hipot test, and a current leakage test. A pre-accelerated stress test (ast) was performed on the cycler without any failures or problems. An internal visual inspection identified evidence of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient's contact reported to fresenius technical support (ts) that a spark came from the back of the patient's liberty select cycler while setting it up. The origin of the spark was where the power plug connects to the cycler. Although they had concerns about the spark, the patient reportedly continued to use the cycler. The ts representative advised the contact to discontinue use of the cycler and issued the patient a replacement. It was confirmed the patient had manual/continuous ambulatory pd (capd) supplies to use if necessary. Upon follow-up with the patient, it was confirmed that a spark was observed coming from the back of their cycler. The patient said that the screen also flickered off and on when this happened. The patient confirmed that no burning smell was noted. The patient said they were moving the cycler when it happened. There were no alarms that occurred. The event did not result in any patient injury or harm and the patient was able to continue using the cycler until the replacement arrived. The incident did not result in any missed treatments. At the time of follow-up, the patient confirmed the replacement cycler had been received and it was working well. The patient¿s old cycler was sent back for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's contact reported to fresenius technical support (ts) that a spark came from the back of the patient's liberty select cycler while setting it up. The origin of the spark was where the power plug connects to the cycler. Although they had concerns about the spark, the patient reportedly continued to use the cycler. The ts representative advised the contact to discontinue use of the cycler and issued the patient a replacement. It was confirmed the patient had manual/continuous ambulatory pd (capd) supplies to use if necessary. Upon follow-up with the patient, it was confirmed that a spark was observed coming from the back of their cycler. The patient said that the screen also flickered off and on when this happened. The patient confirmed that no burning smell was noted. The patient said they were moving the cycler when it happened. There were no alarms that occurred. The event did not result in any patient injury or harm and the patient was able to continue using the cycler until the replacement arrived. The incident did not result in any missed treatments. At the time of follow-up, the patient confirmed the replacement cycler had been received and it was working well. The patient¿s old cycler was sent back for manufacturer evaluation.